Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an advanced evaluation trial patient who was using an external neurostimulator (ens) for urge incontinence. The trial began (B)(6) 2021. It was reported that the patient had to have a catheter put in because they had been retaining too much of their urine. They noted, "... For 3.5 hours, I felt like I had to urinate and only a drop came out." Three days later they reported they had started tracking their symptoms once they had fallen asleep last night, (B)(6) 2021. They did not feel like the therapy was helping yet, as last night they had three accidents and had to wake up three times from their sleep, and the urgency was unbearable. They stated these were the exact symptoms as they had before the evaluation. During the daytime there was no urgency.